Event description:
It was reported that a m.blue (#fx800t) was implanted together with a progav 2.0 (#fx424t) during a procedure performed on (B)(6) 2025. According to the complainant, the valve caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same incident as medwatch#3004721439-2025-00229.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has indicated that the m.blue valve is not permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. Because the m.blue is not permeable, a computer control test is not applicable. Adjustment test: the m.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the specification. Internal inspection : after dismantling of the valve, organic deposits were found in m.blue results: based on our investigation results, we can determine a blockage of the valve. The determined organic deposits can be named as the cause for the occlusion. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.